Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found the battery was not charging properly/intermittent. The fse found the error code related to the reported event and installed a new power supply to correct the issue. The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient, the 840 ventilator became inoperative with safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the tamura (B)(4) power supply was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. The part was attached to the failure investigation test ventilator and placed into normal ventilation mode for 54 hours with no errors or unexpected alarms observed during the runt time. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.